Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received a pump alarm while sleeping. Reportedly, the customer awoke with blood glucose level of 220mg/dl. The customer indicated that there had been no interaction with the pump since the previous day. During troubleshooting with tandem technical support, the customer understood that the auto-alarm safety feature can be extended or turned off.